Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to a flattened button dome switch on the escape button. The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. No blood glucose reading provided. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.